Event description:
It was reported that 3 bd smart site¿ infusion sets had spontaneous disconnection. The following information was provided by the initial reporter : it was reported by the customer that there is a disconnection issue with the spin-collar tubing.

Manufacturer narrative:
Correction: the manufacturing plant information was entered incorrectly. The following fields have been updated: d.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v. H.6. Investigation summary : 1. Exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. The customer complaint of separation other component - the no leak issue could not be verified due to the product not being returned for failure investigation. Steps have been taken to eliminate separation issues in the infusion set. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a device history record review for model 2426-0007 lot number 21109068 was performed. The search showed that a total of 28,623 units in 1 lot number was built on 25 oct 2021. There has been 1 quality notification for this failure mode. Notification #200327116.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd smart site¿ infusion sets had spontaneous disconnection. The following information was provided by the initial reporter: it was reported by the customer that there is a disconnection issue with the spin-collar tubing.

Manufacturer narrative:
Additional information : the additional information after original report submission required notification in the records. The following fields have been updated: d.10. Device available for eval? : yes. D.10 returned to manufacturer on : 02-dec-2021 . H.6 annex a code : b01. H.6. Investigation summary : 1. Exec summary - fifteen samples were received for quality investigation. Two samples were used and thirteen samples were unopened in their original packaging. The customer complaint of separation other component - no leak was verified on the two used samples, however, the failure could not be verified on the unopened samples. Evaluation of the two used infusion sets showed that there was a lack of solvent on the tubing that separated from the lower pumping segment for both instances. The thirteen infusion sets that were unopened were first examined while still inside the packaging to see if there were any visual damage to the packaging. No damage to the packaging was identified. The thirteen unused infusion sets were then taken out of the packages and the tubing was attempted to be pulled apart from the lower pumping segment. None of the thirteen samples separated when a pulling force was applied to separate the lower pumping segment fitting from the tubing. The root cause for the tubing separating from the lower pumping segment fitting is the lack of solvent joining the two components. There is one quality notification for the issue of separation in the product. Steps have been taken to eliminate separation issues in the infusion set. A review of the complaint lot history check was performed and this is the 1st related complaint for separation other component leak on lot # 21109068. No non-conformances were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a device history record review for model 2426-0007 lot number 21109068 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25 oct 2021. There has been 1 quality notification for this failure mode. Notification #200327116 h3 other text : see h.10.

Event description:
It was reported that 3 bd smart site¿ infusion sets had spontaneous disconnection. The following information was provided by the initial reporter : it was reported by the customer that there is a disconnection issue with the spin-collar tubing.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd smart site¿ infusion sets had spontaneous disconnection. The following information was provided by the initial reporter: it was reported by the customer that there is a disconnection issue with the spin-collar tubing.